Manufacturer narrative:
Calibra has been unable to request return of the product at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, it was reported that the device dislodged from the patient's skin when it was accidentally bumped against a door. The device was not able to be used after the accident. The patient reported that the device was discarded and a new one was inserted without further difficulty. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the device became unusable.